Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the instrument release key had to be used with the fenestrated bipolar forceps (fbf) instrument. It was reported that the procedure was converted to open surgery because of a hemorrhage. A head nurse at the site explained: "during the dissection there was an iliac vein injury, the bipolar fenestrated forceps was used in emergency as a vascular clamp. The surgeon decided to leave the forceps as a clamp while converting to open surgery. Hence the dislodging of the forceps. This incident was related to a surgical act and not related to the robotic instrument." Intuitive surgical, inc. (Isi) has reached out to the customer to obtain additional information but has not yet received a response.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication is unknown. A follow-up MDR will be submitted if additional information is received. A review of the system logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. All other, reusable, instruments used in the case have been used in multiple subsequent procedures. The investigation also revealed that the emergency stop (e-stop) button was pressed by a user during the procedure. Note that it is anticipated (per IFU) that the user engage e-stop while applying the instrument release key. A review of the instrument log for the fbf instrument (part# 471205-17/lot# k11211122 0002) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sl0803. The instrument had 13 remaining usable lives with no subsequent use recorded. No image or video clips for the reported event were submitted by the customer for review. A review of the site's complaint history identified no other complaints related to this product/event. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, the instrument release key was used with the fbf instrument. The procedure was converted to open surgery because of a hemorrhage. At this time, the cause of the intra-operative complication is unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint that the instrument release key had to be used. Upon visual and microscopic inspection, no damage was found to the wrist assembly. The electrical continuity test passed. The instrument was placed on the system and passed the recognition and engagement test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and performed the grip function successfully. The grip bumper test passed as well. The bipolar energy cord was successfully connected to the generator and instrument. An energy activation test was then conducted on the system. A wet sponge was held between the instrument's grips and began to smoke when the energy pedal was pressed. Steam generation from the sponge indicated active power and a complete circuit. No use of the emergency instrument release kit (irk) was needed as experienced at the customer site. No errors occurred during in-house testing.